Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited intermittent undersensing. The ra lead also could not confirm capture. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.